Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results.

Event description:
The complaint is reported as: "(B)(6) 2019, patient was treated in hospital as pulmonary infection. At 9:30 in the morning, nurse did injection with5 0 ml 0.9% sodium chloride. And 30 mg ambroxol injection, 0.5mg terbutaline sulfate per doctor's instruction. Nurse injected the prepared medicine into the nebulizers device, all was set up, she found no mist came out after turning on the switch. The device can't be used on patient. Then they changed for the other one to complete the treatment." The patient condition is reported as "fine".